Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, keypad anomaly and frozen display. The customer reported no adverse event. The event involved product(s) mmt-397, mmt-332a and mmt-1780kl. Troubleshooting was performed for keypad anomaly and pump has not been exposed to altitude change. Troubleshooting was performed for frozen display and buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. Troubleshooting was not performed for insulin flow blocked alarm and past event was resolved. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-397. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, no relevant alarms are confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. The unit was tested okay after filling the water reservoir to the designated capacity, and after testing, no error/alarm had occurred. However, per visual inspection, moisture damage was noted along electronic assembly, isolated to the electronic stack. The following cosmetic damages were noted: cracked corner of belt clip rails, cracked battery tube, broken belt clip rails, cracked case, cracked battery tube threads, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm the customer's alleged concern of unexpected delivery or keypad anomaly due to the unit being tested successfully. No relevant alarms were noted in the download history review, and testing of the unit was successful. Customer's alleged statement of a frozen screen was not confirmed. However, unit was isolated to the electronic stack due to moisture damage found on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.